Event description:
The doctor reported the implant was removed due to osseointegration failure around two months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Abnormal sensation around the implant placement was observed during the removal surgery. The patient has since recovered.